Event description:
The email received for the study indicated that, at the 9-12th month, a follow-up angiography showed a restenosis of the target lesion. It was left untreated: treatment by medication only. The pt is a male at the time of the index procedure (2006). The target lesion was restenosed driver and taxus stents. The lesion was ostial, irregular, concentric, with no bifurcation, with an angulation >45 and <90 degrees, a moderate tortuosity, and a moderate calcification. Indication for the product was stable angina pectoris. A cypher stent was deployed in the lesion at 12 atm. Post-dilation was performed because the stent was not fully expanded (sub-optimal result), with a balloon 20 x 2.00 mm with deployment pressure of 14 atm.

Manufacturer narrative:
This product is distributed outside the united states. However, it is similar to the us distributed drug-eluting stents. Additional info will be submitted within 30 days of receipt.